Manufacturer narrative:
Unit passed the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted during testing. However, corroded motor home switch noted during visual inspection. (B)(4).

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose level was unknown at the time of the incident. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm also able to rewind the pump. The device will be returned for analysis.